Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins). It was reported that the patient stated that she had 5 battery replacements because the batteries were defective. Patient noted that they could not figure out what was wrong. Patient answered that the first battery failure was after initial implant 2000, then it just continued. Patient reports that the issue continued 6 months after implant of one battery and 3 months after another battery was implanted. Patient states that the implanted batteries were supposed to last a long time. Patient reports that she was told by the hcp that the stimulation intensity was up too high. Patient stated she needed stimulation up high otherwise it would not help her with her symptoms. Patient states that a manufacturing representative (rep) came out to test the battery in 2000 and told the patient it was defective. No further patient symptoms or complications were reported in this event [omitted information pertaining to patient current device and spinal problems as it is captured in (B)(4)].